Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door was not able to open and had a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2011, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-aug-2018, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini switch had failed and the latch housing was misaligned. A field service engineer replaced the switch and realigned the latch housing. The issue was resolved and testing was successfully completed in the hardware application. The system functioned as intended after the field service engineer repaired the device.